Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an false alarm occlusion alarm was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that the device displayed a patient side occlusion even when there's not an occlusion. There was no patient involvement. Although requested, further information was not provided.